Event description:
I am frustrated and urgently demand accountability from the FDA to hold dexcom to a higher standard. The issues I have encountered with my dexcom g6 sensor are not only concerning but also potentially life-threatening, and it is crucial that these concerns are addressed promptly. The alarming disparity between the sensor's reading and my actual blood glucose level raises serious doubts about the accuracy and reliability of the device. The fact that the FDA has approved a mard(mean absolute relative difference) of 20% over 80 mg/dl, allowing for a massive deviation is simply unacceptable. This leniency in the standards undermines the safety and effectiveness of the device, putting patients at unnecessary risk. Dexcom's recommendation to avoid calibration within the first 24 hours of wearing a new sensor, even when faced with a faulty sensor that falls below the mard threshold, is not only absurd but also dangerous. Considering that the omnipod 5 relies on accurate blood glucose readings for automatic insulin delivery, this negligence could have severe consequences for patients' health and well-being. Despite providing dexcom with undeniable evidence through multiple finger stick tests, which consistently demonstrate significant deviations from the sensor's readings, they have the audacity to claim that their product is functioning as intended. This is a grossly unacceptable response for a life-saving medical device that is supposed to provide reliable data for an automatic insulin delivery system like the omnipod 5. To make matters worse, dexcom refuses to replace the faulty sensor, citing the "acceptable" mard. This blatant disregard for patient safety is deeply alarming and suggests that the company values its profit margins over the lives of individuals relying on their products. It is highly likely that dexcom's negligence has already led to numerous diabetic-related deaths, a tragedy that may be far more widespread than currently known. The FDA must take immediate action by revising the mard to a much stricter threshold of 10% over 80 mg/dl. This adjustment is necessary to ensure the accuracy and reliability of dexcom's devices, protecting patients from life-threatening situations. Holding dexcom accountable for its faulty products and negligent practices is of utmost importance. Your impassioned call for accountability serves as a rallying cry to the FDA, urging them to prioritize patient safety and well-being above all else. It is crucial that the regulatory authorities intervene and take decisive measures to address the failures of dexcom, ensuring that medical device companies uphold the highest standards and face appropriate consequences for any shortcomings.